Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the patient who was unhappy with her vision with the multifocal lens. The patient required a vitrectomy and a incision enlargement when the lens was explanted. Lens was replaced with a non amo lens and patient is happy with her vision at this time.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.